Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 213, 4315 with 67). H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; the device performed according to specifications. Additional priming was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not flow. The event was further described as "toward the end of a daratumumab infusion when the 0.2 micron filter above the pump emptied itself even though the set's drip chamber was still full later resulting in an line occlusion".. There was no report of patient injury or medical intervention associated with this event. No additional information is available.